Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The day after event onset, the patient was hospitalized and treated with injection vancomycin (1gm, 5th day, unknown route, discontinued) and injection amikacin (100mg, daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged four (4) days after hospital admission. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.